Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow up/final report will be submitted. Requested but not returned by hospital.

Event description:
It was reported that before the operation the transparent nozzle is not able to attach to the pulsavac tightly. It appeared that the blue lock is not able to lock the nozzle tight. The nozzle comes off easily when the system is turned on and is not easy to use. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
The report is being submitted to report additional information (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review. The root cause of the reported issue is attributed to the tip lock thickness being at the low end of specification. The event cannot be confirmed. H3 other text : requested but not returned by hospital.

Event description:
No additional information received.